Event description:
A periodic programming history database review was performed as part of the manufacturer's monitoring and tracking processes. High impedance was observed from 3 system diagnostics performed on showing low output, high impedance, and ok battery status. The device was programmed on and interrogated 3 more times, however no further diagnostics were observed. No further relevant information was received to date.